Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed rf pic failed selftest. The customer's blood glucose level was 50 mg/dl at the time of incident. The customer reported reoccurring alarm for 3 days. The customer did troubleshoot the issue. The insulin pump will be returned for analysis. The customer declined troubleshooting for the low blood glucose level due to increase in activity.

Manufacturer narrative:
The insulin pump was received with failed self-test alarm during self test due to faulty radio frequency board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.